Manufacturer narrative:
Evaluation summary: one used ft3000 triverse device was received, and an evaluation did not identify a device defect that could have contributed to the reported issue. The device was recognized when plugged into a generator and activated normally when used multiple times in all three modes. All five slider positions worked normally and the device passed high potential (hipot) testing for any electrical leakage. There was no evidence of sparking, and a visual inspection found no abnormalities. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, during canine knee surgery in which the forcetriadze was in use with an triverse pencil, the animal received a burn. The burn was a 4th degree (as it extends past the dermis into the muscle). The burn was located on the left hind limb near the ischiatic tuberosity. The burn was in the area where the towel clamp was attached, which was opposite of the pad on the dog's caudal abdominal area. The canine was positioned in dorsal recumbency for a left lateral suture placement (left stifle surgery). The canine was shaved all around the limb to dorsal and ventral midlines, and the electro-surgery pad for monopolar use was stuck on the left lateral caudal abdominal area where it was hairless. After scrubbing, 4 quarter drapes were placed around the limb with one being at the caudodorsal aspect of the surgery site near the ischiatic tuberosity. A patient drape was then placed over all of the quarter drapes. Surgery was performed with the monopolar (triverse) pen being used to go through the subcutaneous and fascial layers to achieve hemostasis. At the conclusion of surgery, the drapes were removed, and the large firm burn was discovered beneath the towel clamp. Ssd topical cream was immediately applied. The canine was also put on an oral antibiotic and is currently healing. Canine, spayed female, (B)(6).